Event description:
The reporter stated that she had been getting the er1 message constantly. She said that she checked the confirmation dot and reported that it was dark blue. She reported that she was experiencing symptoms of frequent urination and sluggishness. She stated that she is not insulin dependent, and that when her blood sugar is high, she receives medication from her pharmacist. She alleged no harm and did not seek medical attention or change her medication.